Event description:
Procedure type: gastric bypass. According to the reporter: the og tube was getting stuck in the posterior portion of distal end of esophagus, before reaching the pouch. The gastronomy was extended to locate the tube and a purse string was placed. There was no bleeding reported. The case was extended by more than 45 minutes. No unanticipated tissue loss was reported.

Manufacturer narrative:
(B)(4).